Manufacturer narrative:
The 6.0 diopter lens, was replaced with a non-company lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned for further evaluation. A crack is observed in the center of the optic. Scratches are observed on the posterior side of the optic. Power and resolution inspection was performed. The model and diopter was confirmed as a 6.0 diopter lens. Due to damage to the lens we are unable to test the resolution of the lens. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The 6.0 diopter lens, was replaced with a non-alcon lens. Power and resolution inspection was performed. The model and diopter was confirmed as a 6.0 diopter lens. Due to damage to the lens we are unable to test the resolution of the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during implantation of an intraocular lens (iol) the patient experienced cloudy vision. The lens was explanted in a secondary procedure. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.